Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed did not find any anomaly, telemetry was normal during the entire analysis, and battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated and was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.